Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus/ migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure (batch no. 716609, 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('perforation of the uterus/ migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure (batch no. 716609, 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: 716609 manufacture date:2010-02 expiration date: 2013-02. Lot number: 717632 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47 year-old female patient who had essure inserted (lot no. 716609, 717632) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, non-smoker, penicillin allergy, libido decreased, multiple cesarean sections, parity 2, multi gravida and dysmenorrhea. Previously administered products included: depo provera. The only concomitant product mentioned was celexal (celecoxib). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (total laparoscopic hysterosalpingectomy, left oophorectomy, excision of left pelvic endometriosis). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: there were three coils left on the right side and two coils on the left. Excision of left. Pelvic sidewall endometriosis. Radiology (B)(6) 2010 clinical history: abd pain; fever. No acute intrathoracic abnormality is seen. Radiology report (B)(6) 2011: clinical history: pain all over. Chest: no significant intrathoracic abnormalities are seen. Abdomen: bilateral essure coils are noted within the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.378 kg/sqm. [Cytology] on (B)(6) 2011: comment menstrual cycle: amenorrhea, ablation. Previous pap date: 2009. Source of specimen: cervical/endocervical negative for intraepithelial lesion or malignancy. [Pathology test] on (B)(6) 2018: clinical history: pelvic pain. Clinical diagnosis - query endometriosis. Query endosalpingiosis, uterus and left ovary. Source of specimen: 1. Peritoneal biopsy, left pelvic sidewall. 2. Uterus and cervix, bilateral tubes and left ovary. Gross description: the specimen container contains "uterus, cervix, bilateral tubes and left ovary". Bilateral essure coils are identified in the fallopian tubes. The fallopian tube surface is tan-grey and glistening. Microscopic description: sections show a largely ablated endometrium, consistent with previous ablation of therapy however; a focus of secretory phase endometrium is identified within the myometrium, negative for hyperplasia and malignancy. Sections of ectocervix show nondysplastic squamous mucosa. Ovarian parenchyma demonstrates numerous ectopic glands lined by fallopian tube ciliated epithelium. The fallopian tubes and fimbria show ectopic glands lined by fallopian tubes ciliated epithelium. The additional sections of grossly described myometrial nodules consisting of endometrial-type, occasionally dilated glands with endometrial stroma and luminal blood cells, negative for hyperplasia malignancy. Diagnosis 1. Peritoneum, left pelvic sidewall, biopsy: - endometriosis. 2. Uterine corpus: - ablated endometrium consistent with previous ablation therapy. - adenomyosis. Uterine cervix: - nondysplastic cervical mucosa. Ovary, left: - endosalpingiosis. - endometriosis. Fallopian tube, bilateral: - endosalpingiosis. [Ultrasound pelvis] on (B)(6) 2008: the uterus is non-gravid and unremarkable in appearance. The adnexae are within normal limits. The uterus is retroverted. A copper-t iud is demonstrated within the endometrial canal in good position.; on (B)(6) 2010: clinical history: pelvic inflammatory disease. The uterus is anteverted and anteflexed with a sagittal length of 8.8cm. There is a small amount of hypoechoic fluid present within the endometrial cavity. The sagittal thickness of this fluid measures 13.5mm. This may be related to the recent endometrial oblation. The essure fallopian tube coils are seen in the fundal regions bilaterally. Both ovaries are visualized and are within normal limits. There is some free fluid with some proteinaceous debris present within the posterior cul de sac.; on (B)(6) 2011: clinical history: right upper quadrant pain nyd. Right lower quadrant pain nyd. Findings: pelvis: bilateral essure coils are noted. The patient has had previous endometrial ablation. Small cystic structures are seen along the endometrial canal, likely reflecting post-ablative change. A small amount of free fluid is noted in the pelvis, predominantly in the left adnexal region. Abdomen: two hepatic lesions are noted, both in the right lobe of the liver. This hyperechoic lesion measures approximately 2.3 cm in diameter and most likely relates to a hemangioma.; on (B)(6) 2017: clinical indication: patient has been experiencing an intermittent, sharp, stabbing pain in her right lower abdomen. This is a new symptom, has not experienced this before. A small firm area in this quadrant, tender when palpated. Bilateral essure coils are in place however these were difficult to fully visualize and assess on the current study due to uterine position. Impression: 1, retroverted uterus. Mild to moderate amount of fluid in portions of the endometrial cavity, currently nonspecific. This could relate to some retained proteinaceous or hemorrhagic fluid. An underlying adhesion I stenosis or indolent infection cannot be excluded this point. Clinical correlation suggested. 2. Bilateral essure coils which are difficult to fully visualize and assess on the current study; on (B)(6) 2018: clinical indication: 41 yo lady with pelvic pain after hysterectomy, had laparoscopic hysterectomy and I,. Oophorectomy 6 weeks ago, r/o pelvic collection. Findings: there has been hysterectomy and left oophorectomy. There are two simple appearing follies in the right ovary the largest of these measures 3 cm in diameter. Lot number: 716609, manufacture date:2010-02, expiration date: 2013-02. Lot number: 717632, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: reporter and patient information,medical hisory,lab data,non drug treatement added.new concomitant added:celexa. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47 year-old female patient who had essure inserted (lot no. 716609, 717632) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, non-smoker, penicillin allergy, libido decreased, multiple cesarean sections, parity 2, multi gravida and dysmenorrhea. Previously administered products included: depo provera. The only concomitant product mentioned was celexal (celecoxib). On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterosalpingectomy, left oophorectomy, excision of left pelvic endometriosis). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: there were three coils left on the right side and two coils on the left. Excision of left. Pelvic sidewall endometriosis. Radiology (B)(6) 2010 clinical history: abd pain; fever. No acute intrathoracic abnormality is seen. Radiology report (B)(6) 2011. Clinical history: pain all over. Chest: no significant intrathoracic abnormalities are seen. Abdomen: bilateral essure coils are noted within the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.378 kg/sqm. [Cytology] on (B)(6) 2011: comment menstrual cycle: amenorrhea, ablation. Previous pap date: 2009. Source of specimen: cervical/endocervical. Negative for intraepithelial lesion or malignancy. [Pathology test] on (B)(6) 2018: clinical history: pelvic pain. Clinical diagnosis - query endometriosis. Query endosalpingiosis, uterus and left ovary. Source of specimen. 1. Peritoneal biopsy, left pelvic sidewall. 2. Uterus and cervix, bilateral tubes and left ovary. Gross description: the specimen container contains "uterus, cervix, bilateral tubes and left ovary". Bilateral essure coils are identified in the fallopian tubes. The fallopian tube surface is tan-grey and glistening. Microscopic description: sections show a largely ablated endometrium, consistent with previous ablation of therapy however; a focus of secretory phase endometrium is identified within the myometrium, negative for hyperplasia and malignancy. Sections of ectocervix show nondysplastic squamous mucosa. Ovarian parenchyma demonstrates numerous ectopic glands lined by fallopian tube ciliated epithelium. The fallopian tubes and fimbria show ectopic glands lined by fallopian tubes ciliated epithelium. The additional sections of grossly described myometrial nodules consisting of endometrial-type, occasionally dilated glands with endometrial stroma and luminal blood cells, negative for hyperplasia malignancy. Diagnosis 1. Peritoneum, left pelvic sidewall, biopsy: endometriosis. 2. Uterine corpus: ablated endometrium consistent with previous ablation therapy. Adenomyosis. Uterine cervix: nondysplastic cervical mucosa. Ovary, left: endosalpingiosis, endometriosis. Fallopian tube, bilateral: endosalpingiosis. [Ultrasound pelvis] on (B)(6) 2008: the uterus is non-gravid and unremarkable in appearance. The adnexae are within normal limits. The uterus is retroverted. A copper-t iud is demonstrated within the endometrial canal in good position.; on (B)(6) 2010: clinical history: pelvic inflammatory disease. The uterus is anteverted and anteflexed with a sagittal length of 8.8cm. There is a small amount of hypoechoic fluid present within the endometrial cavity. The sagittal thickness of this fluid measures 13.5mm. This may be related to the recent endometrial oblation. The essure fallopian tube coils are seen in the fundal regions bilaterally. Both ovaries are visualized and are within normal limits. There is some free fluid with some proteinaceous debris present within the posterior cul de sac.; on (B)(6) 2011: clinical history: right upper quadrant pain nyd. Right lower quadrant pain nyd. Findings: pelvis: bilateral essure coils are noted. The patient has had previous endometrial ablation. Small cystic structures are seen along the endometrial canal, likely reflecting post-ablative change. A small amount of free fluid is noted in the pelvis, predominantly in the left adnexal region. Abdomen: two hepatic lesions are noted, both in the right lobe of the liver. This hyperechoic lesion measures approximately 2.3 cm in diameter and most likely relates to a hemangioma.; on (B)(6) 2017: clinical indication: patient has been experiencing an intermittent, sharp, stabbing pain in her right lower abdomen. This is a new symptom, has not experienced this before. A small firm area in this quadrant, tender when palpated. Bilateral essure coils are in place however these were difficult to fully visualize and assess on the current study due to uterine position. Impression: 1, retroverted uterus. Mild to moderate amount of fluid in portions of the endometrial cavity, currently nonspecific. This could relate to some retained proteinaceous or hemorrhagic fluid. An underlying adhesion I stenosis or indolent infection cannot be excluded this point. Clinical correlation suggested. 2. Bilateral essure coils which are difficult to fully visualize and assess on the current study; on (B)(6) 2018: clinical indication: 41 yo lady with pelvic pain after hysterectomy, had laparoscopic hysterectomy and I,. Oophorectomy 6 weeks ago, r/o pelvic collection. Findings: there has been hysterectomy and left oophorectomy. There are two simple appearing follies in the right ovary the largest of these measures 3 cm in diameter. Lot number: 716609 manufacture date:2010-02 expiration date: 2013-02. Lot number: 717632 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.